Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
During a thyroid procedure, error code 5 occurred and the clamp arm broke. Used another like device to complete the procedure. There was no patient consequence.